Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a tonsillectomy procedure, a flame came form the suction port of the device and made a pinhole sized burn on the surgeon's thumb. The burn did not require treatment. There was no injury to the pt.